Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a craniotomy procedure, the bur fractured before mounting it on the attachment. It was also reported that there was a delay of less than thirty minutes as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully using another bur.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text: device not returned, photograph provided.

Event description:
It was reported that during a craniotomy procedure, the bur fractured before mounting it on the attachment. It was also reported that there was a delay of less than thirty minutes as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully using another bur.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a craniotomy procedure, the bur fractured before mounting it on the attachment. It was also reported that there was a delay of less than thirty minutes as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully using another bur.